Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Testing of the cpu pcba has resulted in no problem found.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was getting an error code 1104 back up alarm failure message. The device was in use on a patient at the time the reported issue was discovered which continued operation; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention was provided to the patient. There was no delay to therapy noted.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not duplicate the reported issue. Since the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu printed circuit board assembly (pcba) board was replaced as recurrence preventive measures. The device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.